Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the therapy electrodes. The patient's physician ended use of the lifevest due to the irritation and the patient received an ICD. Follow up indicated that the irritation healed.